Event description:
Caller reported an issue with the incorrect time displayed on the pump, and it was confirmed that there was no adverse impact to the customer's blood glucose level as previous settings did not cause extreme values. Technical support assisted the caller in updating the pump time and advised monitoring the situation, especially if the time discrepancy recurs, which was understood and acknowledged by the caller.